Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, it is likely due to electrical problems like as signal loss or open circuit. However, the root cause could not be determined. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope, had no image displayed. There were no reports of patient involvement.